Event description:
New information notes that the device was successfully reprogrammed. No further non sustained lead noise observed since the changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a patient notification. A (B)(6) transmission indicated that non sustained lead noise had been detected. The non sustained lead noise stored egm showed no noise on the rv lead. Sensing variability and intermittent loss of sensing were noted. Reprogramming the device was recommended.